Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side "breast pain and could not lay on the right side because it started burning". The device has been explanted and was later confirmed to be capsular contracture, baker grade iii.